Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain. **update** (B)(4) 2012 litigation papers allege patient suffered from right hip pain, weakness, swelling and difficulty standing or walking for long periods, hypothyroidism and cardiomyopathy and high levels of chromium and cobalt. Elevated metal ion levels along with her other symptoms, necessitated revision surgery. During revision surgery a huge amount of yellow and slightly turbid fluid was found in the hip joint. There was some black soft tissue staining inferiorly on the muscles, the trunnion showed some blackening and wear on the part that had previously been inside the femoral head and there was also blackening of the stem distal to where the junction used to be. There was hypertrophic synovium over the entire trochanteric bursa area. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the stem and sleeve. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege patient suffered from right hip pain, weakness, swelling and difficulty standing or walking for long periods, hypothyroidism and cardiomyopathy, both of which can be associated with high levels of chromium and cobalt. Elevated metal ion levels along with her other symptoms, necessitated revision surgery. During revision surgery a huge amount of yellow and slightly turbid fluid was found in the hip joint. There was some black soft tissue staining inferiorly on the muscles, the trunnion showed some blackening and wear on the part that had previously been inside the femoral head and there was also blackening of the stem distal to where the junction used to be. There was hypertrophic synovium over the entire trochanteric bursa area.